Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver displayed an err281. No additional patient or event information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. An internal visual inspection was performed and failed due to moisture damage. A charge and boot test was performed and failed. The receiver data log was downloaded and reviewed and firmware errors were observed. The reported event of an error icon display was confirmed during log review. A probable cause could not be determined.